Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of undefined object stuck to device was confirmed. Received on (B)(6) 2025, lvp device was received unboxed and with paperwork. External inspection revealed a sticky unknown object stuck on device. Unknown object on the device. Workmanship at bd manufacturing. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had undefined object stuck to device. There was no patient involvement.